Event description:
It was reported that eight aptus endoanchors were implanted into another manufacturer¿s stent graft due to a proximal type I endoleak. It was reported that another manufacturer¿s aortic cuff was implanted with the aptus endoanchors. There was a technical observation during this procedure that there was a type ii endoleak coming from lumbar artery. The CT revealed that type ii endoleak (posterior lateral left artery) was still present. It was reported that the patient presented with blood in urine, abdominal pain, and cardiac arrest. It was reported that the patient expired due to a ruptured abdominal aortic aneurysm and subsequent cardiovascular failure. The investigator assessed the event relation was related to the abdominal aortic aneurysm, not related to the aptus endoanchors. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported ruptured aaa and subsequent patient death could not be determined from the films provided. Earlier post-implant films were not provided. A possible proximal type I endoleak was seen from another manufacturer¿s device. One (1) week later after implanting multiple endoanchors into the bifurcate/neck contrast was again seen within the proximal sac from a possible proximal type I, and/or from a possible type ii endoleak. Films from just prior to the reported aaa rupture were not available for review. Analysis of the returned films did not reveal any endoanchor characteristics that could explain the events. The cause of the rupture may have been related to the other manufacturer¿s device and/or anatomy related from the type ii endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.